Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/ alarms. Customer's blood glucose level was 40 mg/dl. To address low blood glucose customer consumed carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.